Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored display screen with vertical lines through the display. The auditory and vibratory features were operational. All the buttons responded properly. A clear and legible display without any vertical lines was restored when the pump screen was replaced with a test screen. Investigation determined that the display issue was the result of a defective display connector wire. Unrelated to the complaint, the bolus button cover was found to be torn while the button was responsive.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.